Manufacturer narrative:
This report is submitted on january 4, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 in order for the patient to upgrade to a different implant company.

Manufacturer narrative:
Correction: the previous MDR submitted on january 4, 2022 was filed inadvertently. No device explantation has occurred. The suspected device (d1 till d4) was filed inadvertently in the previous report, the correct product should be ba400 abutment 8mm ; product code : mah ; model/catalog : 93334. The premarket identification was filed inadvertently in the previous report, the correct pre-market identification should be k121317. Per the clinic, the patient experienced an infection over the abutment site (specific date not reported) and subsequently underwent skin revision surgery (specific date not reported) to remove the skin over the abutment. Additional information has been requested but it has not been made available as of the date of this report. This report is submitted on july 04, 2022.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia during the abutment removal procedure on (B)(6) 2021. Additional information has been requested but it has not been made available as of the date of this report. The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. This report is submitted on august 05, 2022.